Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to duplicate the reported complaint as the handpiece was received in non-working condition. Although an actual temperature reading was not captured, a root cause as to why this situation would have occurred could be determined. Microscopic evaluation revealed debris build up within the cap and head cavities and all inner components. Significant wear was also observed on the rotor. Poor lubrication practices of the head cavity most likely caused lodging of the outer race of the set inside of the cap which led to set instability. This frictional contact most likely led to the heating of the cap area, failure of all cut testing and complete wear of the cap and bearing retainer.

Event description:
In this event a doctor reported that a stylus atc handpiece overheated. There was no injury or intervention.